Manufacturer narrative:
The events described are consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the events reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation.

Event description:
A consumer reported that she used the product "last month" with a new pair of monthly contact lenses. After soaking the lenses in the case overnight, the consumer inserted the lenses and experienced stinging, burning and tearing. The consumer indicated that she had never used the solution before. The consumer indicated that she continued to wear the lenses throughout the work day and continued to experience burning and tearing. The consumer also reported using eye drops to alleviate symptoms. After work, the consumer reported that she removed and discarded the lenses. Following the event, the consumer reported that she continued to experience slight burning, irritation and tearing for 5 days. The consumer indicated that she normally does not wear contacts in the summer months; however, the following month, she decided that she was going to try wearing lenses again. She reported using a new pair of lenses and soaking the lenses in the solution container overnight. Upon insertion of the left lens, she noted immediate burning, pain, and tearing. The consumer removed the contact lens and noted more pain. The eye was rinsed in the sink for approximately 15 minutes. The consumer indicated that she went to work and visited a nurse in the building. The nurse indicated that she could not do anything because she did not know what was causing the issue. The consumer indicated that she could hardly see out of her left eye and that it was tearing. The consumer then called her eye care practitioner and explained her experience. The consumer reported that the practitioner indicated her cornea had been burned. Since the consumer could not leave work, the practitioner "called in a prescription to use." The specific prescription is not known, although the consumer referenced a steroid drop. The consumer indicated that she continues to have symptoms; however, she has not reported that she had a direct evaluation by her eye care practitioner. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.